Event description:
It was reported that in 2009, the patient received 30 shocks while at rest and asymptomatic. He was taken to the hospital where enroute, he received more shocks. At the hospital, a magnet was applied to avoid further shocks. He was in a sinus rhythm with a wide qrs complex and many pvcs. When the device was interrogated, the patient received 33 more shocks. The rv lead impedance was good at 408 ohms and many thousand short v-v intervals were noted. It was also reported the pacing threshold had been 3.5 v at 1.0 ms.the ICD was turned off with revision surgery scheduled for the next day. The next day at interrogation, the rv lead impedance had increased to >2500 ohms. Xray showed no evidence of fracture. During surgery, the screws were found to be well fixed. The analyzer showed noise and a pacing impedance of >4000 ohms. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
A journal article was reviewed that contained information regarding this lead. The failure modes noted in the article were thirty three painful inappropriate shocks secondary to a lead fracture, subclavian crush was confirmed upon lead replacement. The lead was removed and replaced. There were no patient complications reported as a result of this event. "Magnetic attraction" in the pediatric emergency department: the case of a malfunctioning implantable cardioverter-defibrillator. (B)(4). June 1 2012;28(6):562-565. Evaluation summary: (B)(4) proximal conductor fractured. Full lead returned and analyzed. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Other text :it was reported that in 2009, the patient received 30 shocks while at rest and asymptomatic. He was taken to the hospital where enroute, he received more shocks. At the hospital, a magnet was applied to avoid further shocks. He was in a sinus rhythm with a wide qrs complex and many pvcs. When the device was interrogated, the patient received 33 more shocks. The rv lead impedance was good at 408 ohms and many thousand short v-v intervals were noted. It was also reported the pacing threshold had been 3.5 v at 1.0 ms. The ICD was turned off with revision surgery scheduled for the next day. On the next day at interrogation, the rv lead impedance had increased to >2500 ohms. Xray showed no evidence of fracture. During surgery, the screws were found to be well fixed. The analyzer showed noise and a pacing impedance of >4000 ohms. The lead was explanted and replaced. No further patient complications were reported as a result of this event. No conclusion can be drawn impedance, high interference oversensing shock, inappropriate high threshold.

Event description:
It was reported that in 2009, the patient received 30 shocks while at rest and asymptomatic. He was taken to the hospital where enroute, he received more shocks. At the hospital, a magnet was applied to avoid further shocks. He was in a sinus rhythm with a wide qrs complex and many pvcs. Interrogation revealed the patient received a total of 33 inappropriate therapies. The rv lead impedance was good at 408 ohms and many thousand short v-v intervals were noted. It was also reported the pacing threshold had been 3.5v at 1.0ms. The ICD was turned off with revision surgery scheduled for the next day. On the next day at interrogation, the rv lead impedance had increased to >2500 ohms. Xray showed no evidence of fracture. During surgery, the screws were found to be well fixed. The analyzer showed noise and a pacing impedance of >4000 ohms. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns.